Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported a pt with an unexpected refractive outcome following an intraocular lens (iol) implant procedure. The surgeon reported no further intervention is planned and the pt is happy with their vision. Additional info has been requested.